Manufacturer narrative:
The device was returned to the manufacturer for investigation. The pump was evaluated by product analysis on 08/15/2016 with the following findings: the battery compartment was confirmed to be cracked.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 09/12/2016 the device was returned to animas for investigation by product analysis with the following findings: on investigation, the battery compartment was confirmed to be cracked.

Manufacturer narrative:
Follow-up #2 date of submission 12/12/2016 ¿ correction to serial #.